Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced prolapse, discomfort, chronic renal insufficiency, recurrent urinary tract infections, pyuria, dysuria, hematuria, increasing micturition frequency, urinary retention, recurrent cystocele and rectocele, and urinary dysfunction. It was also reported that the plaintiff underwent lysis of the bladder neck sling on (B)(4) 2008 due to post-operative tension. Furthermore, it was reported that the plaintiff died. The cause of death was reported as mycardial infarction and coronary atherosclerosis. Related to manufacturer report #: 2183959-2014-64971, 64997.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption #(B)(4). Lawyer filed report.